Event description:
It was reported that during a routine preventative maintenance of the device, that the trace for multiple ECG leads appeared smaller than normal. Upon further evaluation, physio determined that paddles lead ECG was not functioning; therefore the AED function of the device was inoperable and, as a result, the unit would not have been able to analyze a patient's rhythm and provide defibrillation therapy while in AED mode, if necessary. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control examined the device and verified the reported failure. Physio replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.physio further examined the removed therapy pcb assembly and determined that the cause of the reported failure was an integrated circuit (ic) chip, designator u15.